Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 for the treatment of stress urinary incontinence and mesh was used. The patient experienced erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. The patient underwent a mesh excision surgery in 2010. No additional information has been provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, and a cystocele. It was reported that post implantation the patient experienced pain, erosion, infection, dyspareunia, vaginal scarring and urinary problems and had revision of vaginal mesh with repair of vaginal ulceration on (B)(6) 2011 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04595. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, difficulty emptying bladder, discomfort, and vaginal atrophy.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, difficulty emptying bladder, discomfort, and vaginal atrophy.